Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced pain after the sensor was inserted. After hours of having discomfort from wearing the sensor, the sensor was removed. The patient¿s mother mentioned that after removing the sensor, the patient felt relief and passed out in her arms shortly after. The patient¿s mother tested the patient¿s blood sugar and it was reading 170mg/dl while the patient was passed out. The patient¿s mother also reported that the patient¿s readings were accurate during the sensor session. The patient¿s mother further stated that the patient has never passed out like that before. Additional contact was made with the patient¿s mother on (B)(6) 2018. At the time of further contact, the patient¿s mother stated the believed the patient¿s loss of consciousness may have been a ¿vagal response¿ (vasovagal syncope) brought on by the painful insertion. No additional patient or event information is available.